Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause has been determined to be a packaging/material issue with the lens cleaner device. It is possible that environmental debris can be introduced to the device during the packaging and sealing process of the device, allowing foreign material to be sterilized within the pouch with the device. As the debris could have been missed during the initial visual inspection because of the embedment of the foreign material in the netting of the device and or environment debris entering the pouch during packing and sealing the device, the reported failure is a result of debris not being disturbed and not visually accounted for until transportation and handling by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received at olympus service business center (sbc) for evaluation. Device was visually inspected when received at sbc. Inspection found that a foreign object with a length of about 2 mm was mixed in the sterilization package. No other abnormalities observed during inspection. Visual inspection and evaluation findings confirmed the reported issue. The subject device is being shipped to the original equipment manufacturer for further analysis. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported when opening the sterilization pack, noticed there was a foreign object described to be "something black with a size of 2mm" inside the package. The issue was found at preparation for use. The device was replaced and the intended therapeutic unspecified procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported.